Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR# 2242445-2011-00072 for the first event involving the same patient. It was reported that the procedure was being performed on a male patient with renal disease. The second kit was opened and right after the passage of the trerotola device through the vascular sheath, the tip broke off. As a result, a third kit was opened and used successfully for the declot procedure.